Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.6a., h.6.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted and replaced.